Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. The customer's blood glucose level was 350 mg/dl. The customer changed supplies and resumed insulin therapy.